Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. Patient stated cycler has fluid leaking from the tubing set into the area of the cassette door. Patient was seen by primary pd nurse 2 days after event with cloudy effluent. Cultures were drawn at that time which resulted with no growth. There is no report of patient ill effect or other known complication. There is a sample available for evaluation.